Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it is likely the phenomenon occurred because the user didn't understand the exchange period of the acecide. The instructions for use identify the following verbiage, which could prevent misuse by checking the concentration of the disinfectant solution by performing inspection in accordance with chapter 3 "inspection before use". "Prior to reprocessing, check the concentration of the disinfectant solution using a test strip to verify that the concentration of disinfectant solution meets the minimum recommended concentration. Replace the disinfectant solution when it fails to meet minimum recommended concentration or beyond the specified use life."

Manufacturer narrative:
The olympus representative identified the endoscope reprocessor was being used with expired disinfectant. The olympus representative informed the customer of the proper use and requirements for testing and changing the disinfectant. The representative also reviewed and changed all the water filters and completed the disinfectant line program. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
An olympus representative reported the customer's endoscope reprocessor was being used with expired disinfectant. This was discovered during an educational visit for the device's 6 month filter change. No patient involvement or impact to patient care was reported for the event.